Event description:
It was reported that, the flushing pump head had poor contact. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital e2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, where the reported failure was not confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
There was no patient involvement.